Event description:
I received an ultherapy face treatment 6 months by a clinic in (B)(6). Since then, I have experienced: massive fat loss to my face, eyelid retraction, eyelid shape change, problems with my peripheral eyesight, dry eyes, red eyes, irritated eyes, eyelash loss, hearing loss in left ear, and I have spent thousands of dollars trying to reverse and repair this damage.